Manufacturer narrative:
Additional information: b.5, d.7, d.10, h.3, h.6.

Event description:
Additional information reported of crease/folding of implant. Device has been explanted.

Event description:
Healthcare professional reports a right side "rupture" of a saline device. Additional report of creases. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified flat creases. A leak test was performed which identified no leakage. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no openings were observed on the device, and no issues were found related to the complaint. Creases/folding of implant was observed, nevertheless is not related to the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding the event and product return has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reports a right side "rupture" of a saline device. Device remains implanted.